Event description:
Patient had becker drain system utilized following craniotomy. There is a red end cap on the drain system that is placed at the end of the tubing for sterility and needs to be removed prior to being connected to suction. However, this end cap has duel sides that both can connect to tubing, and provider was able to connect the end cap to the suction tubing which caused no suction to occur. Patient had fluid backup intracranially due to lack of drainage. Many clinicians evaluated the setup, but none noticed the red end cap that was connected, and so patient required additional surgery to remove the drain (thought it was faulty). This is major human factors issue and should be addressed. An end cap should not be able to connect to the tubing on the other side.